Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Initial medwatch report was submitted, upon further review it was found that this medwatch report 3006260740-2023-02174 is a duplicate file and has been voided. The original event was submitted on medwatch report 3006260740-2023-02354.

Event description:
It was reported, "we have had four disconnections involving patients that were not capable of breaking the product on their own. The disconnection is happening where the two plastic sections meet, around one inch from the hub. It causes a loss of blood but in all the incidences the patients had to undergo another placement of an arterial line." This report addresses the third device.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported, "we have had four disconnections involving patients that were not capable of breaking the product on their own. The disconnection is happening where the two plastic sections meet, around one inch from the hub. It causes a loss of blood but in all the incidences the patients had to undergo another placement of an arterial line." This report addresses the third device.